Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty charging the pump and the pump subsequently shut off due to insufficient power. The customer's blood glucose (bg) level was impacted (over 600 mg/dl). A manual injection was administered to correct elevated bg level. A replacement cable and wall adapter were sent to the customer. It was indicated that the customer would use manual injections as insulin therapy. Although requested, no additional information regarding the reported event was provided.